Manufacturer narrative:
Methods: no testing methods performed, actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned, unable to confirm complaint, known inherent risk of procedure. The device was not returned and complaint could not be confirmed. DHR review was unable to be performed as the lot number of the device involved in the event was unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a knee arthroplasty the patient is experiencing loosening and possible infection.